Event description:
Potential for injury associated with the height adjustment knob on a 65650 rollator breaking off. This compromises the stability of the handle frame, potential for a falling injury.